Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The insulin pump passed the basic occlusion test, displacement test and bolus delivery, no motor error alarms occurred during test. Motor tested ok. The insulin pump had scratched on display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 199 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.